Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus and in health sight viewer it was showing as 24 drawers were failed. A field service engineer (fse) assisted the customer in successfully restoring the device to service mode. The station was brought back into service and is online; however, drawer failures persisted. Observed that the drawer interface board did not have all indicator lights illuminated, the fse replaced the interface board and tested the drawer in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the drawers had failed with a device not detected error. The pharmacy technician attempted to power off and reboot the system, but afterward was unable to log in, and the system was not communicating. There were no adverse events or injuries reported based on this event.